Event description:
The customer's daughter reported they were receiving an error message on their freestyle freedom meter and as a result of being unable to test, the customer felt dizzy, faint, disoriented and lost consciousness. The caller took her mother to a local hospital where her glucose reading was over 600 mg/dl. Although the caller stated her mother stayed inpatient for 5 days and was diagnosed with and treated for various medical conditions including heart and kidney failure, no info regarding diabetes-related diagnosis or treatment was provided. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.